Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this study: carto mapping system. Other company¿s devices were used during this study: navx (st. Jude medical). Contact office and manufacturing site should reflect: contact: (B)(4). Manufacturer's ref. No: pi1-tjx1q7 the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient suffered pericardial tamponade which was immediately resolved by performing pericardiocentesis. Additional information was received from corresponding author. Lasso was confirmed to have been used in the procedure and led to the reported patient consequence. The adverse event is procedure-related. It did not result in extended hospitalization or the impairment of a body function. The patient was fully recovered. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿serum levels of interleukin-2 predict the recurrence of atrial fibrillation after pulmonary vein ablation.¿ this study was designed to investigate the potential association between serum levels of interleukin-2 and the results of catheter ablation in patients with atrial fibrillation. The study was conducted between june 2010 and december 2011. Suspected device is lasso circular mapping catheter, however catalog and lot number are unknown.